Event description:
Dealer states, the user alleges they get an intermittent short to frame. Dealer is stating that there is a frayed wiring harness to joystick, pinched by the flip back arm.

Manufacturer narrative:
Should additional information become available, a supplemental record will be file.